Manufacturer narrative:
Visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported difficult to advance and remove was not unable to be replicated in a testing environment. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported and the packaging was not returned. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. The instructions for use (IFU) deviation did not contribute to the reported event. Force was used during removal of the devices from each other. It should be noted that the hi-torque command guide wire instructions for use (IFU) warnings section states: do not; push, auger, withdraw, or torque a guide wire that meets resistance. In this case, it does not appear that the IFU deviation related to excessive force contributed to the reported event. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 2017: excessive force.

Event description:
Subsequent to the initially filed report it was stated that the devices became stuck and could not be advanced or removed from each other prior to the esprit being advanced into the anatomy. Force was used during removal of the devices from each other without removing the wire out of the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with no calcification or tortuosity noted. An esprit btk scaffold was implanted earlier in the procedure. The 2.5x38 mm esprit btk scaffold system was attempted to be advanced on the command 14 guide wire; however, although the wire was wiped, the devices had resistance and could not be advanced or removed. The devices were removed together and the esprit shaft separated when the devices were removed from the anatomy. At this point the lesion was imaged again and due to the good flow noted, no additional procedure was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.